Event description:
It was reported that one day post implant this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode dislodged and migrated from its implanted position. Technical services (ts) noted that the current position could impact sensing and defibrillation capabilities. Ts noted that it appears an invasive approach likely needed. No adverse patient effects were reported. The electrode remains implanted. Additional information received indicates that the physician believes that the current location of the electrode covers enough the heart muscle. No intervention is planned. The patient will be monitored.